Event description:
The swan ganz catheter balloon was inflated prior to insertion of catheter to test the functionality. The balloon inflated correctly, so the swan was inserted. The catheter tip was visualized and the balloon was inflated. After inflation, there was an immediate presence of air bubbles. All IV fluids were stopped, however the bubbles remain present. The swan was removed, and part of balloon was found to be missing. The device was replaced with a different swan ganz catheter.